Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Skin graft mesher, serial number (B)(4), was manufactured on july 15, 2013, and was over 3 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb had damage on one end that prevented the cutter to pass through as intended. The roller gear had minor wear, the roller shaft extension was galled, and the roller shaft extension end appeared to be deformed around the four corners. The test mesh using the customer¿s mesher and cutters was unable to be performed due to the comb deformation. Next, the test mesh using the qa mesher, 2:1 ratio cutter, 3:1 ratio cutter and 4:1 ratio cutter was able to be performed. It was observed that all four test meshes exhibited the same cut pattern where the mesh on the two outside regions was acceptable; however, the mesh pattern in the middle region exhibited punctures through the material which required individually pulling apart each puncture area in the middle region to make a complete mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn side plates, and damaged comb. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the unit had a bent comb¿ was confirmed since during the initial inspection it was noted that the comb had damage on one end that prevented the cutter to pass through as intended. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb had damage on one end that prevented the cutter to pass through as intended, the roller shaft extension was galled and the roller shaft extension end appeared to be deformed around the four corners. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ and ¿if there is trouble with the insertion, verify that the correct ratchet handle is being used. If the correct ratchet handle is being used, then the roller extension end may be misaligned with the similarly shaped end of the ratchet handle. To facilitate alignment, grasp the knurled roller and keep it stationary, then turn the ratchet handle until the two shapes match and then push the ratchet on completely.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the unit had a bent comb. No adverse events have been reported as a result of the malfunction.